Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 383512. Batch # unknown. It was reported that the bd nexiva 22 ga x 1 in single port had leakage. The following information was provided by the initial reporter: verbatim: patient was requiring excessive doses of propofol and still not settling. It was finally identified that the cap was leaking despite being applied appropriately. Changed cap to one-link (included with IV catheter).

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.